Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish does: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.

Event description:
Information received indicates the pump does not stop or alarm when the bag is empty. There is no patient injury. Customer is unwilling and unable to provide any patient information or additional information regarding to pump.